Event description:
It was reported that during a breast biopsy, the probes cutter would not advance. The probe was changed and the case completed with no consequence to the pt.

Manufacturer narrative:
Eval summary: the unit was received with minor scratches. The analysis site confirmed the customer complaint and found that excessive body fluids caused the transverse drive shaft and its surrounding components to be non functional. To correct the issue, the analysis site replaced the transverse drive shaft, flex circuit assembly, power cable assembly, top and bottom motor mount assemblies, rotational and translational motors and the supporting hardware. After servicing, the unit passed all qa testing procedures. Complaint info is trended on a regular basis to determine if further investigation is warranted.